Event description:
It was reported that during set-up of a da vinci si surgical procedure, the cables on the pk dissecting forceps instrument were observed to be frayed.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found that the damaged instrument component was a broken pitch cable. Based on this clarification, the customer reported complaint is confirmed. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is remained installed in the clevis. The clevis does not exhibit any damage or wear marks. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and are not aligned with the tube axis, suggesting that the damage was caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
On (B)(4) 2013, isi contacted the initial report concerning the reported event. The initial reporter indicated that there has been no report by the surgical staff that any piece from the reported affected instrument fell into a patient during a surgical procedure.